Event description:
The patient had 5 endeavor sprint rx drug eluting stents implanted on the day of the index procedure. One year and 7 months from the index procedure, patient death occurred, cause of death was reported to be due to systolic congestive heart failure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).